Manufacturer narrative:
An event of pericardial effusion after a week of implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported pericardial effusion could not be determined. There was no treatment reported for pe; the patient was reported stable and the pericardial effusion was regressing. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Event description:
Clinical information: crd_1032 - sh device registry, patient site ID: (b)6). It was reported that on (B)(6) 2025, a 27mm epic plus supra valve was implanted in the patient. On (B)(6) 2025, transesophageal echocardiogram (tee) showed a pericardial effusion (pe). There was no treatment required for pe. The patient was reported stable and the pericardial effusion was regressing. The patient is undergoing rehabilitation.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.